Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20013410. Medical device expiration date: 2023-01-31. Device manufacture date: 2020-01-29. Medical device lot #: 20023174. Medical device expiration date: 2023-02-14. Device manufacture date: 2020-02-10. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of unopened sets being discolored was received from the customer. An unopened sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was discolored. A device history record review for model 2426-0500 lot number 20013410 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 31jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 19 bd alaris¿ pump module smartsite¿ infusion sets from lot 20013410, and 1 set each from lots 20023174 and an unspecified lot had brown discoloration in their primary packaging units. The following information was provided by the initial reporter: "the nurses in out patient care noticed that some of the IV tubing 2426-0500 was not clear and had a brown tint to them."